Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system powered off. The user had been unable to issue medication and was instructed to turn off the machine. After powering it down, the user was unable to turn it back on. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, the technical support specialist confirmed that the customer was instructed to power off the system, after which the customer was unable to turn it back on. The tss then directed the customer to power on the system using the power button located under the monitor screen, and the system powered back on successfully. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.